Event description:
It was reported during a routine follow up appointment that this right ventricle (rv) lead exhibited high capture thresholds, and oversensing. Attempts to reprogram the device noted pacing inhibition on the rv channel. The physician suspects a rv lead dislodgement. Surgical intervention was performed and the lead was replaced. Upon explant the physician visually inspected the lead and tested the helix mechanism. The physician was satisfied that there was no issue with the lead and the dislodgement was due to shortage of slack on the lead during the implant procedure. The lead was discarded following the procedure and will not be returned for evaluation.